Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as the device was no longer being effective at reducing the patient s incontinence due to a mechanical issue. The device was evaluated in clinic both visually and through palpating. A surgical procedure was performed during which the existing device was explanted and replaced with a new one. There were no further patient complications.